Event description:
It was reported that the user experienced a nighttime low glucose event after going to bed with a glucose of 174 mg/dl, waking to 80 mg/dl with subsequent decline into the 50s, confirmed by fingerstick, without symptoms. Symptoms included asymptomatic hypoglycemia. Outcomes included self-management without emergency treatment or hospitalization. Investigation included troubleshooting and education by customer care, including review of potential contributors such as unannounced bedtime snack and dawn phenomenon, and referral for additional training to evaluate target settings. Investigation of this case revealed no device malfunction reported or observed and identified a possible behavioral contribution related to unannounced carbohydrate intake before sleep. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.